Event description:
It was reported that after the insertion of the catheter, the spring wire guide (swg) broke inside the vein during the removal. As a result, the broken tip was removed. Add'l info was received from (B) (6) on 06/10/2010 with clarification of this event. This event involved a less than (B) (6) baby in the neonatal intensive care unit (nicu). The catheter was inserted via right femoral vein. After the catheter insertion, difficulty was encountered during the withdrawal of the swg. It was three days after the incident an echography revealed the broken tip or the swg was found in the pt's femoral artery. As a result, the broken portion of the swg was removed without consequences for the pt. This pt is fine. Further info received from (B) (6) on 06/21/2010, stated that the broken tip of the swg was removed thanks to a little hypodermic intervention after localization under echography. There was no reported death.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.